Event description:
It was reported that this right ventricular (rv) lead presented high capture thresholds measurements due to it becoming dislodged less than two weeks after it was implanted, with the dislodgment confirmed by fluoroscopy, so it was repositioned and remains in service. No additional adverse patient effects were reported.